Event description:
Patient diagnosed with incidental lung nodule when undergoing evaluation for hernia. No tobacco use. Still under radiographic surveillance but has not grown in 1 year. Patient has been using phillips respironics CPAP since 2017 and has received recall due to susceptibility to degradation and volatile organic compound emission. Might be possible that irritant/inhalant could lead to inflammatory lung nodule. Incidental lung nodule first detected on CT (B)(6) 2021, dedicated CT chest in may confirmed, subsequent CT scans in (B)(6) 2021 and (B)(6) 2022 have showed stability. Also had CT/pet in (B)(6) 2021. FDA safety report ID# (B)(4).